Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the clear plastic ring on reservoir broke off and the reservoir ring does not locks into place. The blood glucose was 99 mg/dl at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. Unit was received with missing reservoir tube o-ring, scratched case, broken reservoir tube lip, fading serial number label and minor scratched lcd window.